Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. There was no harm to the patient as a result of the false positive outside of seeking additional testing. The IFU for the metrix covid-19 test informs the user in the case of a positive result: "positive results indicate the presence of viral rna, but clinical correlation with past medical history and other diagnostic information is necessary to determine infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. The agent detected may not be the definite cause of disease. Individuals who test positive with the metrix covid-19 test should self-isolate and seek follow-up care with their physician or healthcare provider as additional testing may be necessary". The device was not returned to the manufacturer for investigation. The root cause for a false positive result cannot be determined after the device has been used to run a test. As part of the investigation, the potential root causes were reviewed to ensure they were captured in the risk assessment and the risk was found to be acceptable. Reports of false positives will continue to be monitored.

Event description:
The user reported a false positive result was obtained with the metrix covid-19 test because a subsequent contradictory test result was received. Clinical factors or medical history of the subject at the time of the test was unknown. The user reported the contradictory test result came from a lab pcr test.